Event description:
Acon flowflex covid test both lines instantly appeared. Applied 7 drops instead of instructed "no less than 4" drops. Test line appeared dark red instantly, and control line did not appear until later. All instructions say the opposite is supposed to happen, no mention of my problem possibly occurring in the "invalid test" section or anywhere. The lines continue to be dark red well after 30 minutes after the test results would be considered valid. FDA safety report ID# (B)(4).